Manufacturer narrative:
Concomitant product: product ID: d284drg, ICD, implanted: (B)(6) 2012.

Event description:
It was reported that right ventricular (rv) pacing impedance and capture thresholds have gradually risen. In addition high impedance was observed. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.